Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The target lesion was located in the carotid artery. The physician effectively placed a 6.0x22 carotid wallstent and then advanced an unspecified sized sterling balloon to the lesion and the catheter got caught on the stent and moved the stent up the artery approximately 1cm. The balloon was withdrawn from the stent and repositioned and post dilation completed. The physician was happy with the placement of the stent and no further treatment was required. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is; was caused by other device. (B)(4).